Event description:
Facility paramedics were transporting a pt with a bradycardiac rhythm to the hosp. The device was successfully used to pace the pt with pacing capture observed. At this time the device pacer was reported to spontaneously shut off whenever the pt was moved. The crew successfully restarted the device pacer when this would occur. The pt was resuscitated.